Event description:
It was reported that the device would not properly boot up and operate on battery source. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4). Follow up with reporter found that customer determined the root cause of issue to be the battery. Customer replaced the battery and discarded it before physio-control's evaluation of the device. Physio observed proper device operation through functional and performance testing and returned the device to the customer for use.